Manufacturer narrative:
While the service technician was troubleshooting error code 0304 which caused the analyzer to stop, they discovered sample pipettor fluidics failure, and then found that the sample syringe assy (rohs) was leaking badly, causing a lot of white crust build up, and the connector of the valve had black burned mark next to it. The part was replaced to resolve the issue. Service provided file images confirming the observed charring/burn next to the connector of the valve on the pcb on the syringe assy (rohs). A review of the ticket history for the analyzer did not identify any issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues of the syringe assy (rohs) since the part was replaced. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn damage, observed on the syringe assy (rohs) was limited to a small area around the connector of the valve on the pcb; the damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any adverse trends for tickets with replacements of the sample syringe assy (rohs). A review of architect i2000sr tracking and trending data in the product monitoring review revealed no adverse trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when it is complete.

Event description:
While repairing the architect i2000sr analyzer, the field service engineer found evidence of fire (black charred mark) on the connector of the valve on the pcb of the syringe. No smoke or fire was observed. No injuries were and no impact to patient management was reported.